Event description:
During coronary drug eluting stenting treatment procedure, difficulty removing the delivery device from the guide wire was encountered. The lesion being treated was a moderately calcified, 85% stenotic lesion in a moderately tortuous circumflex artery. After predilation with a 2.5 x 13 mm balloon the physician successfully deployed a taxus express2 8.8% 3.0 x 20 mm stent. During withdrawal, the stent delivery device was sticking to a 300cm x .014 guidant high torque floppy guidewire. The physician was able to withdraw the entire stent delivery device into the guide catheter where it locked up on the guidant guidewire. The physician then withdrew the delivery device and guide wire out as a unit. There were no pt complications or injuries reported. Pt status is reported as "satisfactory/good."